Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned due to customer refused to return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after opening the package the tool was broken. No patient impact was reported. There was intervention performed, customer had been coordinated to use other drill. The procedure was completed with backup product(s).

Manufacturer narrative:
H3: product analysis: evaluation of the device determined distal tip of tool is broken. The most likely cause of this tool breaking is that a side load (tool bending) was applied to the tool when it wasn't rotating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.